Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited image quality problems due to a faulty printed circuit board.. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, h4 and h3 were updated, and corrections were made in the following sections: e1 (establishment name), e2 (health professional?), and e3 (occupation) due to errors in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, root cause of the faulty printed circuit board identified could not be further determined. Olympus will continue to monitor field performance for this device.